Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of 350 mg/dl. Cause was unknown. Attempts to resolve the issue included bolusing via the pump and treatment with intravenous saline and insulin at the ER. A pump system check found no issues, and the pump was functioning as intended. The incident did not cause any injury or permanent damage and customer was released the next day. A replacement pump was sent to the customer to address the issue